Event description:
It was reported the pump and catheter were removed due to an infection in the device pocket. The organism cultured was (B)(6). It was noted there was no injury/no adverse event. The pump was delivering lioresal.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID, 8709sc serial# (B)(4), implanted: 2012 (B)(6), explanted: 2012 (B)(6), product type catheter; product ID, 8596sc serial# (B)(4), implanted: 2012 (B)(6), explanted: 2012 (B)(6), product type catheter. (B)(4).